Event description:
A cracked/shattered touchscreen on a pump was reported by a caller, who confirmed that the damage rendered the touchscreen illegible, preventing interaction with the pump. There was no adverse impact on the customer's blood glucose level. Customer technical support arranged for a replacement pump under warranty while the customer's backup therapy information was not disclosed. The customer received instructions to return the damaged pump within ten days using a pre-paid label and return box.